Manufacturer narrative:
Additional concomitant medical products and therapy dates: warfarin 5mg/1xs a day - 2.5 years, atorvastatin 40mg/1x a day - 5 years, levothyroxine - 3 years . 15/1sx a day, gabapentin 300mg tabs 2 tabs/ - 2 years,

Event description:
Customer reported performing back to back tests on the advantage system with results of 186mg/dl and 92mg/dl. No control information was provided. No adverse event was reported. A request was made for the return of the suspect product and a replacement was sent.